Event description:
The complainant had an impella cp being placed via the 14 french sheath in a patient admitted in for high-risk percutaneous coronary intervention (hrpci). The pump was placed via single access. The percutaneous coronary intervention was ongoing when the sheath was seen to be bleeding. Hemoglobin and hematocrit dropped as a result. The team had the pump and sheath remain on for support until planned explant at the conclusion of the hrpci. The procedure outcome was reported as successful.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. Access site bleeding - major: clinical reports that bleeding was observed dripping from the peel away sheath at the orange hub. The product was returned for investigation. A leak test was performed to evaluate whether the introducer would leak at pressure levels at or below the maximum specification (180 mmhg). The pressure was held at 160-180 mmhg for 15 seconds before pressure was increased above specification. Leaking only occurred at around 190-200 mmhg and higher. A small tear was discovered at the tip of the sheath, but it is not likely that the tear caused the leaking at the hub specified by the clinical report. No other abnormalities were observed on the introducer. The cause of the access site bleeding was not determined because there's insufficient clinical details and the product met specifications.